Manufacturer narrative:
The patient sample is insufficient for investigation. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer's cobas e411 disk serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii results from the cobas e411 disk analyzer. Refer to the attachment to the medwatch for all patient data.